Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("e-belt- add gel/replace belt") has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrode pad (te) was pulled from the strain relief. The cause for the failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient received "add gel/replace belt" messages.